Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not work. This condition was found in the intensive care unit, and has the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a flo gard infusion pump that does not work was confirmed during product evaluation. The root cause of the reported problem was determined to be an out-of-calibration air in line sensor. Appropriate action was taken to correct the reported problem by recalibrating the air in line sensor.